Event description:
It was reported that revision surgery due to broken nail will be planed to replace with thicker nail or add plate. The nail fractured before bone fusion due to lack of bone. The patient has bone cancer. Update: due to the short prognosis of the patient, it was decided to preserve the patient as it is and the nail will not be removed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that revision surgery due to broken nail will be planed to replace with thicker nail or add plate. The nail fractured before bone fusion due to lack of bone. The patient has bone cancer. Update: due to the short prognosis of the patient, it was decided to preserve the patient as it is and the nail will not be removed.

Manufacturer narrative:
The reported event could be confirmed based on the x-rays received. The evidence inspection revealed the following: the device was not returned. However, x-rays prior and posterior to the implant breakage were received for investigation. The reported breakage due to lack of bone fusion could be confirmed. The reported absence of bone related to bone cancer could be observed on the returned images. Based on investigation, the root cause was attributed to a patient condition related issue. The failure was directly related to the absence of bone in the humerus of the patient due to bone cancer, which caused an overload of the implant, leading to its breakage. As a reminder, the instructions for use clearly state that: " post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example breakage or loosening of the implant or instability of the implant system. The patient is made aware to inform his/her physician in order to carry out follow-up examinations of the implants at regular intervals." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.